Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the insufflation unit had an error reported on pressure. The issue was found during preparation for use before a laparoscopic surgery, which was completed with another set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction based on new information provided by the user facility.

Event description:
It was reported that the insufflation unit's indicators on the front panel were flickering.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced - no further cause could be surmised from the information provided from this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.